Manufacturer narrative:
Block h6: imdrf impact code f2202 captures the reportable event of endoscopy procedure.

Event description:
It was reported to boston scientific corporation that a bib intragastric balloon system was implanted on an unknown date. On (B)(6) 2024 the patient reported having the following symptoms abdominal pain and nausea. The patient requested blood test and an abdominal x-ray. The explant of the balloon was scheduled for (B)(6) 2024 and a new balloon was implanted on the same day. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h11: the returned device was analyzed, and it was found that there was evidence of deflation using surgical instruments and there was a presence of microbes in the external part of the balloon. Also, the balloon was blue, which is most likely due to methylene blue. The filling tube was detached and did not return. With all the available information, boston scientific concludes that the reported event could not be confirmed; however, nausea and pain, abdominal are known adverse event associated with this device as indicated in the device instructions for use (IFU). Based on the available information, the most probable root cause is "known inherent risk of device." The labeling review found evidence to suggest that the device was used in a manner inconsistent with the labelled indications. During analysis, the balloon was found colored, most likely with methylene blue. However, according to the instructions for use (IFU) the igb is placed in the stomach and filled with sterile saline. The IFU contains detailed device information and instructions for the device use and there is no evidence that there is any issue with translation, wording, or graphics of the IFU/labeling information. Block h6: imdrf impact code f2202 captures the reportable event of endoscopy procedure.

Event description:
It was reported to boston scientific corporation that a bib intragastric balloon system was implanted on an unknown date. On (B)(6) 2024 the patient reported having the following symptoms abdominal pain and nausea. The patient requested blood test and an abdominal x-ray. The explant of the balloon was scheduled for (B)(6) 2024 and a new balloon was implanted on the same day. There were no patient complications reported as a result of this event.